Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error after a battery change. The customer reported that after this alarm the settings on the insulin pump reset. The customer did not know the blood glucose reading. The customer reported that the insulin pump was not stored or out of use for an extended period of time. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test, reset error test and the displacement test. No unexpected reset error alarm was noted. The insulin pump was received with minor scratches on the display window.